Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00200-1. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established.

Event description:
It was reported the patient underwent a left hip revision approximately one month post implantation due to a post-op hematoma and draining sinus. This required an incision, drainage, antibiotics and joint debridement. Concluding this procedure, an unspecified infection was noted. The patient was treated with IV antibiotics. Approximately a month later the patient experience continued wound drainage and signs of an infection. The patient was covid positive and underwent a second irrigation and debridement along with replacement of the head and liner. Cultures from this revision surgery were positive for infection and patient continued IV antibiotics along with follow up care from an infectious disease specialist.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00200, 0001822565-2023-00267, 0001822565-2023-00268, 0001822565-2023-00269. Concomitant medical products: bone scr 6.5x30 self-tap/cat #: 00625006530/lot #: j7352161 bone scr 6.5x30 self-tap/cat #: 00625006530 lot #: /j7352156 bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14/cat #: 00877503201/lot#: 3069804 femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 13 138 mm stem length cementless/cat #: 00786401320/lot #: 65603489 g7 osseoti multihole 50mm d/cat #: 110010263/ lot #: 65506475. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately one month post implantation due to a post-op hematoma and draining sinus. This required an incision, drainage, antibiotics and joint debridement. Concluding this procedure, an unspecified infection was noted. It was reported that no further information is available.